Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented at the emergency department after hearing a tone from their implantable cardioverter defibrillator (ICD). A transmission from the ICD revealed a high voltage lead warning for rv defib impedance on the patient's right ventricular (rv) lead. It was noted that the rv defib impedance trends have been chronically high. The information was provided to the requesting health care professional. The rv lead remains in use. No patient complications have been reported as a result of this event.